Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No missing segment/partial display anomaly noted during testing. Device had cracked lcd window. (B)(4),

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they cannot read the insulin pump screen and it did not functioning as designed. Customer's blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump was dropped and had cracked on screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.